Event description:
A malfunction alarm labeled as "malf 12" was reported, which had occurred multiple times on a pump. There was no adverse impact to the customer¿s blood glucose level due to this issue. Tandem technical support decided to replace the pump under warranty after confirming details with the customer. Instructions were given for the customer to allow the pump's battery to deplete before sending the defective unit back using the provided shipping materials.